Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had buttons that were intermittently responsive. The customer stated that the buttons did not respond or act as if they were continuously pressed. She stated that the insulin pump "rapid-fires" through the values, indicating it scrolled without input by the user. The customer's blood glucose was 340 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer also reported that she had low blood glucose but declined troubleshoot assistance for the matter. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.